Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 580 mg/dl at the time of incident . Customer treated with insulin pump and manual injection. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis. Frn-unk-rsvr . Unomed set.